Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pcb board had failed, which caused the load set and no flow out alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump load set alarm was not functioning as expected. They stated that it failed to alarm. Mmdg did follow up with the initial reporter who stated that the complaint was discovered during testing and had not affected a patient, but did not provide any additional information regarding the complaint. (B)(4).